Event description:
The director of the hospital was delivering anesthesia, together with professor and dr during the anesthesia, it was impossible to ventilate a pt during volume control and/or manual ventilation with the kion anesthesia machine. It was possible to deliver gas to the pt with an kuhnsystem/ambu and with a servo ventilator.